Manufacturer narrative:
H3 other text : third party repair.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how the customer determined the cause. However, the customer confirmed that the device was functional after a third party repaired the therapy pca (printed circuit assembly). Based on the information available and the testing conducted, the cause of the reported problem was therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The device passed all required tests, and it remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.